Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer would not open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 4 did not open. A field service engineer (fse) found that the magnet was missing in the latch inseparable and replaced the inseparable to resolve the issue. Service was restored. Hardware test application (hta) tests for the device or storage space were performed successfully. The system functioned as intended after the field service engineer repaired the device.